Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced (three) infusion set bent cannula event on 22-feb-2026. The event occurred within three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for nine hours. The blood glucose level was 421 mg/dl, and the patient was treated with correction bolus and multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.